Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The doctor successfully implanted a double j ureteral catheter in (B)(6) 2015 on a (B)(6) male patient who is hydronephrosis. Five months later, on (B)(6) 2015, the patient came back to the hospital for a follow up. It was at this time the doctor found the catheter was broken in two sections within the patient's body. On (B)(6) 2015, the physician removed the stent with another manufacturer's ureteroscope and a cook hiwire nitinol hydrophilic wire guide. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). **** event evaluation **** one used product was returned to assist in the investigation. A review of the instructions for use (IFU), documentation, complaint history, device history record, quality control, drawings and manufacturing instructions was conducted during the investigation. The returned product had a clean separation at the distal end and discoloration on the proximal end. The clean separation suggests that the cause of this failure mode was not due to solely to body contortion. Visual inspection shows no fractures along the stent which could weaken it and lead to the failure mode. The end user stated that the affected product did not come into contact with another device that could lead to this failure mode. Review of device history shows no nonconformance for lot 5000879. There is no evidence to suggest that the affected product was not made within specifications. The IFU cautions that ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period.¿ it is possible that excess force was exerted on the stent leading to the failure mode. Additionally, the instructions for use caution that ¿individual variations of interactions between stents and the urinary system are unpredictable.¿ the investigation results are inconclusive. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
The doctor successfully implanted a double j ureteral catheter in (B)(6) 2015 on a (B)(6) year old male patient who is hydronephrosis. Five months later, on (B)(6) 2015, the patient came back to the hospital for a follow up. It was at this time the doctor found the catheter was broken in two sections within the patient's body. On (B)(6) 2015, the physician removed the stent with another manufacturer's ureteroscope and a cook hiwire nitinol hydrophilic wire guide. No harm to the patient was reported.